Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported via device tracking "deflation" against right device. The device has been explanted.

Event description:
Healthcare professional reported, via device tracking. "Deflation" against right device. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, opening on posterior and white particles in the shell. Leak test and microscopic analysis was performed which identified, striated opening on posterior, sharp opening on valve bond edge. And observed, void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: striated opening assessed, as surgical damage. Sharp opening on valve bond edge assessed, as an unidentified (tear) opening.